Manufacturer narrative:
A ge service representative performed an on site investigation. The cine board, cine drive, and the image processor need to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system would not save cine runs. There was no report of patient injury or death.